Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. An extra stitch was needed to correct a leak that was noticed after the graft was completed. No other pt complications were reported by the hosp.